Event description:
Rptr's nightmare began the day they woke up after total hip replacement. That was two and a half years ago and rpt is still suffering. Recently they heard of the sulzer recall and was wondering how they would know if their problems were due to a problem with their exactech implants. Rptr was amazed at how similar their symptoms are with those with faulty sulzer cup liner implants. Rptr explored a website that lists recalls and found the exactech femoral implant component design that they have had been recalled in 8/00 in a size 6 because it was mislabeled with the wrong size. That is of interest to rptr because drs and therapists just shook their heads at the two inch difference in rptr's knee caps after total hip replacement. At first rptr actually wore a two inch lift on shoes, that never really made them feel or look "even". Rptr is wondering if the size 5 stem was mislabeled with the wrong size tool. Rptr e-mailed excactech to ask them these questions, but they have not responded to their letter. Initially, rptr's hip was so tight that rptr could not stand up straight or lay flat without excruciating pain. It was as if rptr's body was twisted and that resulted in pain in pelvis and back. Rptr also has experienced trouble walking and rptr has thigh pain, hot poker in buttock, pain on sitting, pain on rising to get out of a chair, thigh pain like it's gonna break in two and trochanter pain. Rptr's first revision in 1999 involved a capsular release and the exchange of the ball for a size. The improvements were minimal and rptr began to look for experts in the field who would not just look at them and shake their heads. Rptr has been to the best drs on the east coast. Rptr's second revision in 2001 involved the complete release of ilio-tibial band so that rptr could bring their leg up under them to walk, something rptr has been unable to do since total hip replacement. It is ironic that now that rptr's leg is aligned properly rptr has groin pain on weight bearing that they have never experienced in their whole life. When rptr puts out their leg to first take a step and when they make certain other movements, getting in/driving a car, the pain in their groin brings tears to their eyes. This pain in groin became most evident when rptr weaned down to one crutch so they can do simple things like carry a glass of water in one hand. Rptr cannot walk unassisted without family running into the room to see why they are screaming. The pain in buttock has become even worse though rptr never imagined that it could. At the time of total hip replacement, rptr was on medical leave from their position. At first they collected on private disability insurance policy that they had purchased through work. Now rptr is disabled and is on social security as they struggle to keep the house built just before everything happened. Rptr is young with a family to care for and cannot imagine living out their days in such misery. Rptr would take their old hip back any day.

Event description:
Add'l info rec'd 04/30/01: rptr has experienced difficulty with hip dislocating out the back when they shift weight in sitting or during transition movements. It seems slightly better since most recent surgery. They had to work on the typing in brief periods due to pain on sitting and hope that this report makes sense.